Event description:
It was reported that the artificial urinary sphincter (aus) cuff was observed to have migrated in the urethra after the procedure. The cause is unknown. Additional treatment is being considered. It was further reported that erosion occurred and the cuff was exposed into the ureter in (B)(6) 2019. The erosion was confirmed during an examination using a ureteroscope. At that time the patient did not have any symptoms. The physician does not believe the erosion was related to the device. They physician believes one of the causes of the erosion is that the patient has allergies. The physician also believes that the erosion may have been triggered by the placement of a urinary catheter for a longer period than usual because the patient experienced urinary retention immediately after placing the device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was later confirmed that the erosion occurred into the urethra and not the ureter.

Manufacturer narrative:
Additional narrative: date of event - estimated date was entered because exact date of event was not provided.

Manufacturer narrative:
Date of event - estimated date was entered because exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was observed to have migrated in the urethra after the procedure. The cause is unknown. Additional treatment is being considered. It was further reported that erosion occurred and the cuff was exposed into the ureter in (B)(6) 2019 the erosion was confirmed during an examination using a ureteroscope. At that time the patient did not have any symptoms. The physician does not believe the erosion was related to the device. They physician believes one of the causes of the erosion is that the patient has allergies. The physician also believes that the erosion may have been triggered by the placement of a urinary catheter for a longer period than usual because the patient experienced urinary retention immediately after placing the device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.